Event description:
Resident felt weak while being moved from chair to bed via lift. The two staff who were transfering resident were unable to prevent resident from sliding out of the sling so they lowered her to the floor. Resident had an x-ray on the following day which revealed a fracture of the right distal femur.